Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
On (B)(6) 2012, it was reported that the up button on the pt's infusion device often sticks after being pressed and does not pop back up until the battery is removed and reinserted. The pt stated that the rubber cover of the button is worn away and the metal components underneath are exposed. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.